Event description:
Fetal monitor paper preprinted number was printed in wrong line spacing. The problem was discovered when rptr printed data on paper and that data overlapped preprinted #. May be a "bad" lot.